Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. No intervention was performed. The asymptomatic patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that it was suspected the lead had fractured. The lead was explanted. The patient was in stable condition and would continue to be monitored.